Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/15/2018 that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation the complaint device was returned on (B)(6) 2018 for evaluation. The device was visually inspected, and no defect was found. Performed a voltage test and passed. Performed pairing test with nordic bluetooth device and passed. Performed transmitter functional test and passed. Performed share log review and no data found. Device failed bin file review. The reported event of a loss of connection was confirmed. The complaint was confirmed because a permanent loss of connection in the bin file.